Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 7319463 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause cannot be determined.

Event description:
Clinical trial, same case as MFR# 6000089-2007-00711. It was reported that post index procedure, the patient had a stent thrombosis (st) and a myocardial infarction (mi). The patient was admitted 16 days prior to the index procedure due to intermittent chest pain and an abnormal nuclear perfusion stress test which revealed mild ischemia in the anterior ventricular septum and a small area ofanterolateral ischemia at the base. Coronary angiography was performed. The index procedure treated 2 target lesions. Target lesion 1 was identified in the svg to 2nd diag with 90% stenosis, a length of 8 mm and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with direct stenting using a 2.5 x 12 mm taxus express2 stent in the distal portion of the graft. Residual stenosis was 0%. Target lesion 2 was identified in the svg to 2nd diag with 70% stenosis, a length of 8 mm and a 3.5mm reference vessel diameter. Target lesion 2 was treated with direct stenting using a 3.5 x 8 mm taxus express2 stent in the proximal portion of the stent. Residual stenosis was 0%. The patient was discharged one day later on aspirin and plavix. On day 354, the patient presented with moderately severe chest pain. The patient had elevated cardiac enzymes which did not meet protocol criteria. Initial ECG showed sinus rhythm with poor rs transition. Repeat ECG done after demerol was given showed t wave inversion in lead iii and poor r wave transition in the lateral leads. Coronary angiography was performed. At this time, the physician felt that it would be "the most prudent not to attempt to reopen the graft" and the thrombus was treated medically. Of note, the patient was not on plavix at the time of this event. In the opinion of the physician, there is a probably relationship between the mi and the taxus stent. This event occurred between the 1and 2 year follow up periods, and was discovered during the 2 year follow up appointment.